Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was cleaned to resolve the issue.block a: no report of patient involvement.block d4: no UDI available as device was manufactured prior to UDI compliance date.legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.